Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector and a damaged connector. The returned device indicated a grommet issue, a damaged grommet, foreign material on set screw, a set screw with a rounded socket, and that the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant the physician extended the helix twice but was not satisfied with the r wave amplitude, so the physician attempted to reposition the lead. On the third attempt, the helix would not extend. A different lead was implanted. Additionally it was reported the implantable cardioverter defibrillator (ICD) set screw malfunctioned in the header. The set screw would not advance. A different device was implanted. No patient complications have been reported as a result of this event.